Manufacturer narrative:
Lot/serial:(B)(4). Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to neurological damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
On (B)(6) 2015, a patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses featuring c3 delivery system. On (B)(6) 2015 the patient was readmitted to the hospital for respiratory hypoxia following a tick bite, eventually diagnosed as anaplasmosis. He also showed signs of spinal cord ischemia: urinary incontinence; pain and weakness in both lower extremities. A urinary catheter was inserted. Mechanical ventilation via an endotracheal tube was utilized to treat the hypoxia. On (B)(6) 2015, an MRI of the spine showed t2 hyperintensity within the central cord at the level of the conus medullaris, which is concerning for cord infarction given the clinical scenario. The patient's condition worsened, and acute renal failure was seen. It is not known whether the renal failure was due to the anaplasmosis, or the procedure, or both. It was reportedly planned to evaluate the patient's lower extremities following extubation. On (B)(6) 2015 a tracheostomy was performed. On (B)(6) 2015, the patient was transferred to a long term care facility. At this time he had absent reflexes in both feet. He is undergoing physical therapy which has resulted in some limited movement in both feet. No reintervention is planned.

Manufacturer narrative:
Patient medications and therapuetic modalities:aspirin, vitamin b12, magnesium oxide, norvasc, cholecalciferol, CPAP therapy.

Manufacturer narrative:
Additional information:on (B)(6), 2015 this patient expired. The cause of death was reported to be acute renal and repiratory failure. The physician stated the death was not related to the device.